Event description:
Approximately 10 - 15 minutes after donning the face mask the nurse experienced a prickly sensation and a hot feeling over entire body followed by a generalized redness and itching around the areas of the mask. Nurse began to cough and progressed to bronchospasms. Solumedrol IV stat and a bronchodialator were administered for 1 hour. Prednisone 20 mg was administered orally bid for 2 days. There were no further complications and the nurse was fine when the report was called into kimberly-clark.